Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamf3434c150tj, serial/lot #: (B)(4), ubd: 21-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, tevar was performed with coverage of the lsa after its embolization. It was reported that the next day, the patient had upper limb ischemia and so an lsa-lcca bypass was performed for revascularization and the event is now resolved. It was reported blood flow from the lcca was insufficient. As per the physician, the cause of the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.